Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unspecified product performance issue. Attempts to obtain additional information were unsuccessful. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.